Event description:
It was reported that pericardial effusion occurred. A versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure and a 31mm watchman device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a non-boston scientific pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted (B)(6) reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed-up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover. Procedure completed with original device. Product return is not expected. It was further reported that no versacross device was inside the patient body when the issue was noted or the issue caused by any of the versacross device, as per the physician it occurred by the watchman procedure. The patient was hemodynamically stable during the whole procedure and after the procedure also no issue with transseptal puncture. The patient was admitted in the hospital for two days, however, discharge date is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion and pain were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The harms headache and cognitive changes, based on the event description it is stated that the headache and cognitive changes are likely as a result of the pericardial effusion. The pericardial effusion was not detected during the procedure, and was detected after the patient came back to the clinic with these symptoms. Additional imaging related these symptoms to the pericardial effusion. As such, these harms are captured through the pericardial effusion risk line. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and chest pain are a known inherent risk of the versacross connect laac access solution device. The clinical events are anticipated in nature through residual risk communicated in the IFU for the versacross connect laac access solution.

Event description:
It was reported that pericardial effusion occurred. A versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure and a 31mm watchman device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a non-boston scientific pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted the structural cardiology clinic reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover. Procedure completed with original device. Product return is not expected. It was further reported that no versacross device was inside the patient body when the issue was noted or the issue caused by any of the versacross device, as per the physician it occurred by the watchman procedure. The patient was hemodynamically stable during the whole procedure and after the procedure also no issue with transseptal puncture. The patient was admitted in the hospital for two days; however, discharge date is unknown.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred. A versacross connect laac access solution was selected for use during a left atrial appendage (laa) closure procedure and a 31mm watchman device was successfully implanted on (B)(6) 2025. The procedure was completed in 11 minutes, and there were no recaptures. It was noted that the physician does not use a non-boston scientific pigtail catheter to access the appendage. The patient was discharged on dual antiplatelet therapy. Four days post implant on (B)(6) 2026, the patient contacted the structural cardiology clinic reporting a headache that began prior to the procedure date, some slowed cognition, and chest tenderness. The patient stated they felt their heart 'sting' from after the implant onward with it being worse on (B)(6) 2026. The patient came to the hospital that day and an effusion was noted by echocardiography. No pericardiocentesis was needed. The patient was discharged the following day after starting a 14-day supply of colchicine. The patient was followed-up in the clinic on (B)(6) 2026 without any additional concerns. The patient is expected to fully recover. Procedure completed with original device. Product return is not expected.